Event description:
On (B)(6) 2009, the pt reported experiencing air bubbles in the insulin cartridge of her infusion device after one day of use. She stated that she does not attach the adapter and infusion tubing to the insulin cartridge prior to insertion into the infusion device. At the time of the report she was assisted with performing the change cartridge procedure and she primed the infusion tubing and no air bubbles were present. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged insulin cartridges were discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.